Manufacturer narrative:
(B)(4). D10: item# unk baseplate; lot# unknown. Item# unk glenosphere; lot# unknown. Item# unk stem; lot# unknown. Item# unk humeral head; lot# unknown. Item# unk 40mm titanium comprehensive screw; lot# unknown. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the (B)(6) that a patient underwent a left reverse shoulder arthroplasty on an unknown date approximately five (5) years ago. Subsequently, the patient underwent stage 1 of a revision approximately six (6) weeks ago due to the baseplate originally being put in superior and causing the patient to chronically dislocate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap shoulder radiograph showing a non-cemented left reverse total shoulder arthroplasty. Superior positioning and superior inclination of the glenoid baseplate is noted with grade 4 scapular notching. The absence of pre-operative imaging precludes determination if the glenoid component has migrated which would indicate loosening. Part and lot identification are necessary for review of device history records, neither were provided. As no immediate post-operative x-rays are available, it cannot be confirmed if the baseplate was placed incorrectly in the initial procedure. As such, a definitive root cause cannot be determined. The reported event is unconfirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.